Event description:
It is reported that the surface would not correctly seat in the tibial tray.

Manufacturer narrative:
Eval summary: the articular surface was returned and found to exhibit damage in the distal anterior section. The poly appears smashed from the failed attempt to install, with shearing and flaring occurring anterior to the snaplock. Additionally, the snaplock itself appears to be deformed, notably in the medial and lateral portions where plastic deformation is evident. There also exist scratches in both the medial and lateral locking tabs in the posterior section. There is no add'l info included in the report, including surgical notes, implantation technique, and other components used in this procedure. This issue, also known as "column crush," has previously been addressed as a design issue. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Zimmer, inc considers the investigation closed.